Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour meter was tested with the in-house contour test strips from lot # 0ej3b02d using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. This event is related to MDR # 1810909-2021-00022.

Event description:
The customer reported that he performed a comparison of blood glucose tests with the contour and contour next meters and obtained readings of 440 mg/dl and 140 mg/dl respectively. Another comparison was performed and the readings obtained were 472 mg/dl and 140 mg/dl respectively. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.